Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had unresponsive buttons and that it started alarming when they changed the battery, but there was nothing flashing on the screen. Troubleshooting for button error/keypad anomaly was performed. Customer's blood glucose level was unknown at the time of the incident. The customer also stated that insulin pump was cracked when asked for any significant event leading to the keypad issues. The time on the clock advanced when monitored for one minute. Troubleshooting for damage found that the customer dropped the insulin pump a few times. There were a few cracks on the right side of the reservoir slot, according to the customer. Per both troubleshooting, the customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. No indication of troubleshooting for the alarm. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump was received with no button response due to lcd keypad connector unlocked. Unable to confirm audio beep/alert anomaly, display anomaly or perform the self-test, displacement test, rewind, basic occlusion, occlusion, prime/compromised force sensor system and excessive no delivery tests due to button keypad anomaly. Insulin pump had cracked case at display window corner, battery tube threads, reservoir tube, reservoir tube lip, reservoir tube window, minor scratched display window and stained address/serial number label.